Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred while performing unknown procedure. It was reported to philips that the system was unable to perform exposure. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found the rmt - xgen: warning (00tj) tts: cooling unit defect ¿ frontal, and informed the customer as error indicates a defective cooling unit. To resolve the issue customer repaired the cu cooler. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the cooling unit was defective, preventing exposure. No harm to the patient or user was reported. Philips has started an investigation of this complaint.